Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was no output. It kept going on standby on its own during the procedure. Although there was patient involvement, there were no adverse consequences.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The following repair and service diagnostic codes were identified based on service request (B)(4): ccu-n-fru: front panel upgrade, ccu-r-unl: unresponsive lcd, ccu-r-vit: video intermittent - transition board, ccu-t2: tier 2 ccu repair, ccu12-lcd: replace lcd, ccu12-pane: replace front panel, ccu12-tran: replace transition board. The following was observed: a front panel upgrade, unresponsive lcd and intermittent video. A tier 2 ccu repair was performed which includes replacing the lcd, front panel and transition board. This does confirm the alleged failure mode of no output. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, fan / insufficient cooling, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp), extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source from camera head, connected monitors, leaking, use error.

Event description:
It was reported that there was no output. It kept going on standby on its own during the procedure. Although there was patient involvement, there were no adverse consequences.